Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was introduced intravenous (IV) antibiotics according to the resistogram. A positron emission tomography and computed tomography (pet-CT) scan was performed on (B)(6) 2020 however there was hypermetabolic, malignancy-suspected mass in the area of the caecum near the appendix. A coloscopy showed several polyps, which were removed in several sessions. Histopathologically, there were no high-grade neoplasms and no invasive carcinomas. In consultation with our colleagues in infectious diseases, continued antibiotic treatment with IV ampicillin due to an increased risk of relapse in the case of enterococcal bacteremia and the presence of intracardiac foreign material. The treatment with oral amoxicillin should be continued for another 3 months.